Event description:
It was reported that the surgeon had performed an achilles speedbridge revision. Prior to this, the patient was complaining of severe pain. The surgeon feels that during the original surgery (he did not do the original surgery nor does he know who did it), they were over-tensioning the anchors which was causing the area to become avascular. Follow-up investigation: the surgeon can't pin down exactly what it was that caused the patient`s issues and that maybe it was technique related from the original surgeon and did not wish to file a complaint. No implants were removed, the surgeon removed more of the bone spurs. He does not want to give any more specifics about the patients at this time. This is one of three surgeries of this nature he performed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There was no claim of a device malfunction and the surgeon stated that he cannot pin down exactly what it was that caused the patient`s issues and that maybe it was technique related from the original surgeon and did not wish to file a complaint. No implants were removed, the surgeon removed more of the bone spurs. He does not want to give any more specifics about the patients at this time. This is one of three surgeries of this nature that he performed. If additional relevant information is received, a follow-up report will be submitted.